Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(6).

Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 7.0 mmol/l (compact plus system) and 31.0 mmol/l (mobile system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.